Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9208251) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switch to a new stent to complete the surgery with the same microcatheter. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 16-jan-2025 indicated that no torquing was used. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay were not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In the photo, the stent component can be seen detached from the delivery system. No damages are noted on the stent. The delivery wire can be seen inside the dispenser hoop and no damages are noted. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although the impeded condition of the stent cannot be evaluated through a photo, the issue reported regarding the stent being detached from the delivery wire is confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.